Event description:
The rotablator device was used to treat a restenotic stent. While attempting to remove the advancer and guide wire as one unit, the guide wire tip fractured inside the patient. The cut portion was held tightly against the vessel wall with a nir primo stent. The patient's condition was reported as okay.